Manufacturer narrative:
The 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging inaccurate erratic readings. A medical surveillance specialist (mss) spoke briefly to the patient on (B)(6), 2010 and obtained the following information: the patient mentioned that on an unspecified date and time he was hospitalized for dka and "diabetic shock" sometime in (B)(6) 2010. He claims that his physician is still trying to figure out whether it was with his test strips that were at fault. Patient mentioned that when he was testing on his meter he was getting "normal and erratic results" and was dosing his insulin based on the "normal and erratic readings" and ended up being hospitalized for dka in (B)(6) 2010. Patient mentioned that he recalls a result in the hospital in the 800's. The patient and would not provide mss what kind of readings he was getting or his insulin regimen. He claims that he stayed in the ICU for a couple of days. While his stay in the hospital, he tested his meter using his subject lot # of test strips and the meter was giving him "normal readings" and the nurse had advised that the test strips were bad and to use new test strips. Patient claims he compared his old test strips to the new vial of test strips given to him in the hospital and noticed a significant difference between the 2 lots; however, would not specify. Patient claims that his diabetes regimen was not changed in the hospital due to the event and claims that prior to the hospitalization, his readings were "all over the place". Patient would not provide any readings, or how long he was admitted in the hospital. The patient as unable/unwilling to further answer any additional questions. During the initial call with the customer care advocate (cca) the patient was unable/unwilling to troubleshoot his subject test strips with the cca. Product was replaced. The complaint is being reported, since the patient alleged he had been hospitalized for dka, due to the alleged inaccurate erratic readings, his meter had been giving him.